Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9700765. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that prior to the start of an endovascular embolization procedure, the physician took the 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 9700765) from the dispenser hoop to inspect and observed that the delivery wire was fractured / separated. The device was not used for the procedure; the physician completed the procedure with a new device. There was no negative impact on the patient. On 19-nov-2025, additional information was received. The information indicated that the delivery wire was not re-shaped prior to use. The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212). There was no delay in the procedure as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. Microscopic inspection was performed. Under magnification, a high amount of dried saline residues was observed surrounding the distal end of the delivery system. The distal coil of the delivery wire was found compressed and stretched. No additional damages were found. Although no fractures / separation was noted on the distal end of the delivery wire, the issue reported in the complaint is confirmed based on the damaged conditions of the delivery wire found during the microscopic inspection. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9700765. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) contains the following recommendations: confirm that the tip of the delivery wire is entirely within the introducer. Confirm that the delivery wire is not kinked and that the introducer tip is not damaged. Do not continue if either defect is observed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.